Manufacturer narrative:
(B)(4).

Event description:
The customer reports the that sheath packaging was open, the white cap on end was twisted off, residue from the cap is left on the end of the side arm.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 04/06/2018, was sent in error.

Event description:
The customer reports the that sheath packaging was open, the white cap on end was twisted off, residue from the cap is left on the end of the side arm.